Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that packaging seal integrity was compromised with an unspecified bd posiflush¿. This was discovered prior to use. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, when the medical staff was treating the patient, they found that there was a breach in the package of the flush.

Event description:
It was reported that packaging seal integrity was compromised with an unspecified bd posiflush¿. This was discovered prior to use. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, when the medical staff was treating the patient, they found that there was a breach in the package of the flush.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. H3 other text : see h.10